Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. The evaluation revealed the target device to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 9 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found; a functional inspection revealed that the reported distal misdrilling was not reproducible; the distal nail holes were passed by the drill without nail contact. The usage of the ¿new¿ drill guide sleeve (B)(4) (improved drill guiding feature) instead of (B)(4) may ease the distal locking procedure. Regarding misdrilling the operative technique has already been modified by an ecn. Secondary issues: the proximal holes were not passed without nail contact in 125° and 130° mode due to cracks in the peek material. The cracks, hammer signs and discoloured printings are the result of a long term usage combined with rough handling. No discrepancies were detected during risk analysis review. No non-conformity identified; actions are in place.

Event description:
It was reported that surgeon was attempting to put in the distal cross lock screw and after putting in the screw we took a lateral x-ray and noticed the screw missed the distal hole. Surgeon removed the screw and attempted again and missed the nail for the second time. He then removed the screw and put the screw back in using perfect circles.

Event description:
It was reported that surgeon was attempting to put in the distal cross lock screw and after putting in the screw we took a lateral x-ray and noticed the screw missed the distal hole. Surgeon removed the screw and attempted again and missed the nail for the second time. He then removed the screw and put the screw back in using perfect circles.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.